Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/21/2017 with the following findings: a review of the pump history showed the total daily dose was inaccurate due to a manual time and date change. The battery compartment and cap were undamaged and fit securely. The rewind, load, and prime steps were performed successfully. The pump was run successfully for 24 hours on a 1 unit per hour duration test. The product delivered within specifications. The inaccurate delivery issue was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history matched the active basal program, and the basal delivery totals in total daily dose did not match the active basal program total. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.